Manufacturer narrative:
This is one of two complaints concerning the same patient with different reportable events. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported that on the second night of performing treatment with the liberty select there was no drain flow. Patient's contact stated that since the patient was not draining the treatment was again cancelled and when removing the cassette a second fluid leak was observed in the cassette housing. Patient's contact stated that there was no punctures or holes in the cassette. Patient will revert to continuous peritoneal dialysis treatment for tonight's treatment. Patient was advised to contact the clinic nurse. The liberty select was replaced. Additional information was solicited.

Manufacturer narrative:
The alleged event was not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."